Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The procedure was completed by rescue of the rist.

Manufacturer narrative:
H3: product analysis # (B)(4): equipment used: vis (m-78210), 203cm ruler (m-83360). Drawing(s) referenced: none. As found condition: the rist catheter was returned for analysis within a shipping box, a sealed pouch, and a folded rist inner pouch (25028-01). The rist catheter was returned separated into three segments. Damage location details: dried blood was noted within the rist catheter hub; however, no damages were found with the catheter hub. The rist catheter body was found kinked at ~20.7cm, ~22.0cm, ~25.0cm, ~57.5cm, and ~64.0cm from the proximal end of the catheter hub and at ~6.0cm from the catheter distal tip. The rist catheter body was found separated at ~74.5cm from the proximal end of the catheter hub and at ~18.3cm from the catheter distal tip. The tubing material at the separated ends exhibited plastic deformation (jagged edges and stretching), indicating that the catheter likely separated due to tensile failure. The braid was found unraveled from within the catheter for ~2.0cm at the rist catheter¿s proximal separated end. The rist catheter middle segment and the proximal end of the distal segment were found flattened. The rist catheter body was found stretched from ~4.4cm to ~1.0cm from the catheter distal tip. The rist catheter distal marker/tip was found indented. Testing/analysis: the rist catheter proximal segment total length was measured to be ~74.5cm, and the useable length was measured to be ~70.5cm. The rist catheter middle segment total length was measured to be ~13.5cm, and the distal segment total length was measured to be ~18.3cm. The total combined total length was found to be ~106.3cm, and the usable length was found to be ~102.3cm. Compared to the product label, it appears the entire rist catheter was returned, and there are no missing segments. Conclusion: based on the device analysis and reported information, the customer¿s ¿catheter separation/break¿ report was confirmed. During the rist catheter analysis, the catheter body exhibited multiple kinks, flattening, stretching, and separations, with the separated ends showing signs of plastic deformation, suggesting a tensile failure. In addition, the distal marker/tip of the catheter was indented. Possible causes of ¿catheter separation/break¿ include advancing or retrieving the device against resistance, vasospasm, patient vessel tortuosity, entrapment in the vessel, or applying excessive force, thus exceeding the tensile strength of tubing material. Possible causes of ¿catheter kink/damage¿ and ¿catheter stretched/ flattened¿ include patient vessel tortuosity or advancing or retrieving the device against resistance. However, the cause of the reported event could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an arteriovenous malformation treatment with particles, a rist catheter tore off and got stuck in the brain. The procedure involved rist via jugularis. The catheter was successfully extracted using a lasso. It was noted that the patient is fine.